Manufacturer narrative:
Based on the results of the investigation, the type of foreign material was unable to be identified and there were no deviations in the reprocessing instructions for use (IFU). The most likely cause of the foreign material in the scope was unable to be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects coming out of the air/water nozzle and auxiliary water channel. There was no patient involvement.